Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips service engineer at the distributor, the device failed the active exhalation verification test step. The device's proportional valve, 3-way solenoid valve, and machine flow sensor were replaced to resolve the issue. Device passed full preventative maintenance testing after repairs.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips service engineer at the distributor, the device failed the active exhalation verification test step. The device's proportional valve, 3-way solenoid valve, and machine flow sensor were replaced to resolve the issue. Device passed full preventative maintenance testing after repairs. The machine flow sensor, 3-way solenoid valve and active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.